Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12420. It was reported that the patient presented with pocket erosion and infection. The physician elected to explant the system and the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomaly was found.